Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number. Na

Event description:
This will be filed to report during the procedure, the clip opened whiled locked. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. During clip deployment, clip could not be released due to a suspected knot in the lock line. Therefore, the clip was not implanted. A second cds was advanced and during leaflet assessment, the clip opened; therefore, the clip was not implanted. A third cds was advanced to the mitral valve and the clip was deployed without issue. One clip implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported unintended movement of clip open while locked could not be replicated in a testing environment as the clip was unable to be closed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.